Event description:
A pt was being treated with galvanic with an intensity of 1-2 with constant current. Five minutes into the treatment the pt felt a burning sensation. The pt described the injury as burning and itching. The pt received a burn. No medical intervention was required due to the burn. The pt was being treated for back pain. The electrodes used for treatment were new and had just been returned to the customer.

Manufacturer narrative:
The device eval and any additional findings will be provided, upon conclusion of the device eval.